Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with continuous glucose readings of ¿high,¿ and customer support guided a site change using a 6 mm cannula with a 23-inch tubing, after which glucose levels decreased and subsequently measured 141 mg/dl. Symptoms included headache and exhaustion. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of available device data and coaching on infusion set replacement and site relocation. Investigation of this case revealed no device alarms or obvious device malfunction and that glucose values stabilized after the set change, consistent with an unclear cause of hyperglycemia that resolved following troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.